Event description:
It was reported to boston scientific corporation that during a right cystoscopy and right uteral lithotripsy procedure using a flexiva 365 laser fiber, the tip of the fiber detached inside the patient. The detached fragments were removed from the patient using a basket with no harm to the patient. Laser energy from a holmium laser was being used with the fiber. The laser settings were unknown. It is unknown how the procedure was completed. The patient was taken to the recovery room in "stable" condition post procedure. Follow-up with the customer indicated that no additional information is available.

Event description:
It was reported to boston scientific corporation that during a right cystoscopy and right uteral lithotripsy procedure using a flexiva 365 laser fiber, the tip of the fiber detached inside the patient. The detached fragments were removed from the patient using a basket with no harm to the patient. Laser energy from a holmium laser was being used with the fiber. The laser settings were unknown. It is unknown how the procedure was completed. The patient was taken to the recovery room in 'stable' condition post procedure. Follow-up with the customer indicated that no additional information is available.

Manufacturer narrative:
Visual examination of the returned fiber revealed that the pattern on the tip face is consistent with degrading. The tip of the fiber did not break off.

Manufacturer narrative:
(B)(4).